Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported there were air bubbles in the tubing. The customer's blood glucose level was 148 mg/dl. Tandem's technical support reviewed the load technique with the contact to ensure that air bubbles in the cartridge/syringe are minimized.